Event description:
It was reported that there was a high out of range impedance alert for this right atrial (ra) lead, which switched pacing from the bipolar to unipolar configuration. Noise oversensing episodes were stored, after the configuration switch. Additionally, the minute ventilation feature was automatically disabled. In office, the pacing lead impedances were noted to be about 363 and 383 ohms and were overall steady. The field representative discuss troubleshooting with the physician and the physician decided to change the sensing to bipolar and pacing to unipolar, as well as turn off the configuration switch. The ra lead will continue to be monitored. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.